Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
During an implantation attempt of the subject lead, high impedance values (>3000 ohms) were reported by the physician in spite of acceptable sensing (4mv) and pacing threshold (0,6vat0.5ms) values measured with a psa. When connected to an ICD, these values were confirmed and rv coil measurements showed high impedance values. Inversion of the rv and svc lead connectors within the ICD ports confirmed the high impedance measurement on the rv line. Another lead was subsequently implanted, instead.